Manufacturer narrative:
Additional information: h6. Correction to d4. Remove expiration date and UDI # and replace with ni. Lot number is unknown, therefore there is no associated expiration date and UDI #. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes had patient line green caps "falling off". This was observed when the packaging was removed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.